Event description:
Issues with ECMO blood flow noted. It was needed to increase the rpms to sustain a flow of 700ml/h. Post-oxygenator pressure trending down and was found to be 350mmhg. Situation required that the circuit be emergently changed. Oxygenator flushed but no visible clots. Problem occurred two days later: once again oxygenator was changed however when flushed blood clot was noted in the fibers.what was the original intended procedure?yes.device #1is this a laboratory device or laboratory test?no.